Event description:
It was stated that the customer's doctor requested a replacement insulin pump due to high blood glucose levels. The doctor reviewed all of the settings, and they appeared to be correct, but he felt that the insulin pump was not bolusing properly. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.